Manufacturer narrative:
Evaluation results: inherent risk of procedure (migration, endoleak, death). Patient's condition affected effectiveness of device (disease progression resulting in expansion of the aortic neck). Related to another drug/device (death is related to another MFR's device). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (disease progression resulting in expansion of the aortic neck).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant is unknown. Pt's vessel morphology was reported to have disease progression resulting in expansion of the aortic neck. It was reported the pt had presented approx 26 months post stent graft implant and a CT was performed. The CT demonstrated that the stent graft had migrated approx 2.5 to 3 cm below the renal arteries with a type I endoleak present. The migration of the stent graft was due to a short, angulated aortic neck and disease progression. The physician believed that the pt was not a good candidate for endovascular repair. The pt elected to go to another physician and hosp. It was reported that the pt was being treated with another MFR's stent graft. During the advancement of another MFR's stent graft, the pt's artery was perforated and the pt expired.